Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an arthroscopy, the t2 was not deployed into the patient's meniscus, even though the deployment sound was heard. Both t1 and t2 were removed from the patient¿s body. The procedure was successfully completed without significant delay using a back-up device. No patient injury or other complications were reported.

Manufacturer narrative:
H2: additional information ¿b5, h6: health effect - impact code¿. H3, h6: the reported device was received for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the customer provided image revealed the device was outside of original packaging. The anchors were detached from the needle. The suture had been cut from being removed from the patient. No physical damage visible to the device imaged. A visual inspection revealed the device was returned outside of original packaging. The anchors and suture were not returned with the device. The actuator and actuator tip were in the t1 predeployment position. No physical damage visible to the device. A functional evaluation revealed the actuator and actuator tip function as intended. There was no way to determine if the device contributed to the reported event. The complaint was not confirmed and the root cause could not be established since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during an arthroscopy, the t2 was not deployed into the patient's meniscus, even though the deployment sound was heard. Both t1 and t2 were removed from the patient¿s body. The procedure was successfully completed without significant delay using a back-up device. No further complications were reported.